Event description:
It was reported that the device was used during a laparoscopic nissen. It was reported tip fell off during the procedure. Another device was used to complete the case. There was no consequence to the patient.